Event description:
It was reported that 93 days after implantation of a 3.5x32mm taxus express2 drug eluting stent, in-stent restenosis occurred. During the initial procedure, the target lesion was located in the mid, right coronary artery (rca). A pre-intervention thrombotic occlusion of 90% with timi ii flow was reported. A thrombectomy was performed using a non-boston scientific thrombus removal catheter system. A taxus express2 drug eluting stent was then deployed at 16 atm for 45 seconds in the mid rca. A post-intervention residual stenosis of 0% with timi iii "complete flow/perfusion" was reported. The pt rec'd lovenox, plavix, and aspirin during the procedure. It was reported that there were "no complications." The pt presented 93 days after the initial procedure with "atypical chest pain" and 100% in-stent restenosis in the rca. Timi 0 flow was reported. Percutaneous transluminal coronary angioplasty (ptca) was performed using a 2.5x30mm maverick balloon inflated to 10 atm for 60 seconds, twice. A 3.0x33mm non-boston scientific drug eluting stent was then deployed at 16 atm in the rca in the region of the lesion. Subsequently, a 3.0x33mm non-boston scientific stent was deployed at 12 atm in the rca. The stents were post-dilated with a 3.5x28mm non-boston scientific balloon. A post-intervention residual stenosis of 0% with timi iii "complete flow/perfusion" was reported. The pt rec'd intra-coronary nitroglycerin during the procedure and aspirin, beta-blockers, and plavix after the procedure. It was reported that there were 'no complications."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined.